Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was reported that the patient's right ventricular lead exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.